Event description:
Patient was revised due to loosening of the tibial component at the implant to bone interface. The patient had their knee done at (B)(6) surgery center on (B)(6) 2021. The patient unfortunately fell and fractured their tibia, causing the tibial component to become loose. Surgeon felt the patient would benefit from a full knee revision, where surgeon stemmed and sleeved the tibia. Surgeon also prepped the femur for a crs femoral component with a stem. Trialing was performed with a few different inserts, and the surgeon settled on a 14mm insert. The real insert was opened and implanted. The knee was found to be stable, so the closing process began. Doi: (B)(6) 2021. Dor: (B)(6) 2022, right knee.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.